Event description:
It was reported that the insulin pump has a blank screen. The insulin pump will return.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display or display anomaly noted. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker, peeling keypad overlay, peeling address/serial number label, dog chew marks on case and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.